Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that he got a flyer about exchanging his insulin pump for one with the scroll around feature. Explained the scroll wrap feature to customer. Advised the customer we will put his name on the list to get the insulin pump exchanged. Customer does not have any complaint regarding the current insulin pump, he stated it is working fine. Customer stated does not like the feature and wanted to exchange his insulin pump. No further information provided.